Event description:
Related manufacturer reference number: 2017865-2023-00408. It was reported that the patient presented to the clinic with redness at the device site. The pacemaker and right atrial lead were explanted due to suspected infection. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.